Event description:
It was reported that p-waves diminished from 1.7-22 mv to 0.4 mv one day post implant. After the lead was programmed to the unipolar configuration sensed p-waves were at 2.1 mv. The patient reported being symptomatic. Data showed 100 ppm activity with paced ventricular activity at 60 at the time of symptoms. The patient was symptomatic again when turned on her side. Telemetry showed p-wave undersensing with the positional change.

Manufacturer narrative:
Na